Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Field service engineer (fse) replaced the setup joint (suj) harness on suj4 as well as installed p-clip iaw service manual. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system there was a reoccurring recoverable error 23072 on arm 4. Caller performed several shutdown of the system including shutdown with emergency power off (epo) and breaker. Caller also tried to move are in different positions but issue reoccurred. Technical service engineer (tse) asked if clutch button allow to move arm. Caller states that arm is stuck and clutch button does not allow to move arm. Tse guided the caller to reposition the incriminated setup joint (suj) in a different vertical position and also to the opposite lateral position. Caller performed the action using force as no other possibility. Caller recovered fault and then tried to perform docking. Caller mentioned error 23072 was reoccurring. Caller disabled arm 4 and was able to perform docking using 3 arms only. There was no report of patient involvement.